Event description:
It was reported there were high impedances at implant. Lead 0-7 showing greater than 10,000 and 20,000 ohms. Lead 8-15 was ''fine.'' The 0-7 lead was tested in the 0-7 slot and showed greater than 10,000 ohms. The lead was wiped down and switched to the 8-15 slot and still had impedances of greater than 10,000 ohms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information stated normal battery depletion occurred. It was also stated impedances were high in one lead but normal in the other post operation. Reportedly, the patient had great stimulation coverage and was satisfied with pain coverage.